Event description:
Event description guidant received information that the patient with this pacemaker presented to the hospital with shortness of breath and sinus bradycardia (45bpm). The device, which had been implanted over 9 years, had no pacing output, no magnet response and did not respond to magnet application. The patient was lost to follow-up. The device was explanted and replaced.